Manufacturer narrative:
Fsca number: (B)(4).

Event description:
During an svt ablation, an agilis was opened. The dilator was found to be too short before the agilis was introduced into the patient's body. A new agilis was opened and used instead. There were no adverse patient consequences.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath and dilator were received for evaluation. The length of the dilator did not meet the length tolerance specifications, and when inserting the dilator into the sheath it was noted that the dilator was not long enough to exit the distal tip of the sheath.